Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung a53 5g with android operating system version 13. The low glucose alarm did not sound when the customer was "under 2.0 [mmol/l]" and the customer experienced sweating, coldness, and dizziness. The customer was taken to the pharmacy and provided candies for treatment. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc device in use with samsung a53 5g with android operating system version 13, app version 2.10.1.10406. The low glucose alarm did not sound when the customer was "under 2.0 [mmol/l]" and the customer experienced sweating, coldness, and dizziness. The customer was taken to the pharmacy and provided candies for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The freestyle libre 2 complaint was investigated and determined that there were no issues with the libre 2 application that would have led to the complaint. The user reported missing high or low glucose alarm. Attempted to replicate the user¿s complaint using similar configuration of google pixel 4a, android 13, 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.